Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used to inject 2 cc of adrenaline into a penducle polyp in the sigmoid colon. According to the complainant, the needle could not be retracted and was carefully withdrawn through the endoscope. The procedure was completed successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "ok."

Manufacturer narrative:
A visual examination found that there were kinks along the tube, the handle was broken at the finger grip luer, the inner wire was bent and the injection area was significantly damaged. A functional evaluation found the needle would not extend or retract. The customer complaint was confirmed that the needle would not retract. The root cause for the reported event and the broken handle could not be determined; however, it appears that excessive force was exerted against the handle.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1784.